Event description:
During removal of a 5f supertorque ((B)(4) pigtail measurement catheter 5f-110cm) after an unspecified procedure it hooked into an old stent so it was not possible to move it. When the physician tried to move and drag it out, it broke into two pieces. ¿now the tip and 20-30 cm of the catheter was left inside the patient. They managed to get this piece out of the patient after using a introducer and a wire.¿ the device will be returned for analysis.

Manufacturer narrative:
(B)(6). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion updated to reflect results of returned product analysis. As reported, during the removal of a 5f supertorque pigtail catheter, the catheter hooked onto an old stent. The physician then attempted to remove the catheter, but it broke into two pieces. 20-30cm of the catheter remained in the patient and was removed with an introducer and a wire with no reported patient injury. One non-sterile cath mb 5f pig 110cm 6sh was received coiled into a plastic bag. A separated condition was observed at 24.5 cm from the distal end. No other anomalies were observed. Sem analysis of the body shaft revealed that the body external surface presented evidence of elongation at the areas surrounding the separation. Elongation is a common characteristic of pieces which have been stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The reported ¿catheter (body/shaft) - withdrawal difficulty from vessel¿ event could not be evaluated due to the separation found on the device. The cause of the failure experienced by the customer could not be conclusively determined. The reported ¿catheter (body/shaft) ¿ separated¿ event was confirmed based on the visual analysis. The cause of the separation could not be conclusively determined. However, sem analysis revealed evidence of elongation in the area of the separation consistent with stretching and pulling. Users are cautioned that torquing the catheter excessively may cause damage to the product and/or, specifically, result in possible separation along the catheter shaft. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors (as evidenced by the product analysis), such as excessive force, may have contributed to it. Neither the product analysis nor the DHR review suggests that the failure could be related to the manufacturing process; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
(B)(6). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that the correct event country is norway because it was initially reported in error that the event country is sweden. However, it was clarified that noway is the location of the facility. Additional information is still pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was returned. Preliminary evaluation indicates the distal end received detached and included. Analysis of the device is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during the removal of a 5f supertorque pigtail catheter, the catheter hooked onto an old stent. The physician then attempted to remove the catheter, but it broke into two pieces. 20-30 cm of the catheter remained in the patient and was managed to be removed with an introducer and a wire. No patient injury was reported. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, procedural factors, such as excessive force, may have contributed to the reported event. Users are cautioned that torquing the catheter excessively may cause damage to the product and/or, specifically, result in possible separation along the catheter shaft. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.